Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge was unable to be removed after numerous attempts with cartridge removal tools and other items. Customer blood glucose level was 264 mg/dl. Reportedly, the customer reverted to alternative methods for insulin therapy.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.